Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that there was a no cartridge detected alarm recorded on (B)(6) 2011. During testing the pump failed to detect the filled cartridge during the load step and a no cartridge detected alarm was emitted. The pump's lens cover was removed and the display screen was found to be lifted and the force sensor pins were found to be dislodged.

Event description:
The patient reported that the pump pushed all of the insulin out of the cartridge during the load step. The patient reported having the issue with 4 different cartridge from two different lots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time; 2531779-03/24/2010-003-r.